Event description:
The customer reported a shock equipment malfunction message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a shock equipment malfunction message. There was no report of patient involvement. The device was evaluated by the biomedical engineer on site. The philips response center recommended that the customer replaced the therapy pca for the reported symptom. The therapy pca was replaced to resolve the symptom. The device then passed all performance verification testing. The device was returned to use and on (B)(6) 2012 the customer reported that they have had no further issues with the device.